Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle detached from the rest of the product and remained in the arm. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-oct-2025. Investigation summary: bd had received 200 samples from the customer. A total of 10 retained and 10 returned samples were used in functional tests. None of the needles separated from their holders during these tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle detached from the rest of the product and remained in the arm. No adverse impact was reported regarding the patient or user.